Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the head of the screw driver was flattened. The patient was not affected. No fragments were generated. There was no surgical delay due to the reported event and procedure was completed successfully. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: supplier- universal punch / monument, manufacturing date: 15-jan-2020, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 14l1061 (non-sterile), lot quantity: (B)(4), nonconformance noted: n/a. Review of the DHR file: four pieces were scrapped in cell at op #60, vendor tin coat, for sample-destructive testing. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev g met all inspection acceptance criteria. Packaging label log (pll), lppf rev c and lmd rev a were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 06-nov-2019 was reviewed and determined to be conforming. Hardness specified at hrc 57-60 and was certified at hrc 58.27. Inspection certificate supplied to universal punch from zapp (for raw material) dated 10-nov-2017 was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for op # 60 (vendor tin coat) dated 09-dec-2019 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 02-jan-2020 was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 14l1061. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 14l1061. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.